Event description:
It was reported by the affiliate that the device was used during a lap. Splenectomy. It was reported that the instrument was used to ligate the short vessels. Some of the clips did not close totally. The legs were closed but a gap remain in the clip's inner side. In some clips the gap was bigger than in others. 7 clips failed randomly. The instrument was discarded after the surgery. The case was completed with a ussc endoclip m/l. There was no consequence to the patient.